Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
During a total laparoscopic hysterectomy procedure, the first device had difficulties in loading/unloading, another device was opened and the second one disengaged/dropped the needle while suturing into the patient¿s cavity, it was unable to be retrieved. A new device was opened in order to complete the case. No harm was caused to the patient. The devices are expected to be returned for evaluation.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The device had bent blades. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly or component related failures. Replication of the bent blade indicates that the instrument may have been exposed to an external force which bent the exposed metal bars. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.